Event description:
As reported by the edwards field clinical specialist, during device prep the retroflex3 delivery system, balloon had a leak and would not fully inflate. The delivery system was discarded and another retroflex3 delivery system was used for the transcatheter aortic valve replacement (tavr) procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site; therefore the complaint could not be confirmed, and a thorough root cause analysis could not be performed. A DHR review and complaint history analysis did not reveal any indication that a manufacturing non-conformance could have been related to the complaint. During manufacturing, the balloon component is 100% visually inspected for defects and 100% dimensionally inspected. The manufacturing process includes a 100% balloon pressure decay leak test. Every balloon is also 100% inspected for separation at bond sites, deterioration, and contamination, as well as inflated to inspect size. Afterwards, a balloon cover is placed over the balloon to protect it, which makes it unlikely that the balloon was damaged after the final leak test. These inspections and tests performed during manufacturing make it unlikely that a manufacturing non-conformance was the cause. Although the root cause for the report event could not be confirmed, it is important to note that the alleged balloon leak is highly detectable prior to insertion of the device into the patient. Per the instructions for use (IFU) and the physicians training manual, the user must inflate the balloon during the sizing portion of the procedure, prior to insertion into the patient. Any ruptures or damages to the balloon would be detected at this time. The complaint could not be confirmed, no labeling or IFU inadequacies have been identified, and a review of the complaint history for (B)(4) revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no further corrective or preventative action is required at this time.